Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A data log could not be retrieved because the receiver will not turn on. Due to continuous vibration, functional testing could not be performed. The receiver case was opened for further evaluation and found a defective u4 component. Due to the condition of the device the reported event of an initializing screen without a manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.